Event description:
Allergan aesthetics received a report of a patient treated with the coolsculpting elite system to the lower abdomen and flank using the c120, c150 and c240 applicators on (B)(6) 20233, (B)(6) 2022, and (B)(6) /2023 and developed (pah/ph). First treatment: (B)(6) 2022 to the flanks and low abdomen. Second treatment: (B)(6) 2022 to the low abdomen. Third treatment: (B)(6) 2022 to the flanks. Fourth treatment: (B)(6) 2022 to the upper abdomen using curve 120 (c120) and to the low abdomen using the curve 240 (c240) applicator. Fifth treatment: (B)(6) 2023 to the low abdomen with curve 240 (c240) applicator. Symptoms were observed (B)(6) 2023 and the patient was diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Correction: a2 and d1.

Event description:
No change update a2 and d1.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with the coolsculpting® elite system on multiple dates and developed (pah/ph). First treatment: (B)(6) 2022 to the flanks and low abdomen. Second treatment: (B)(6) 2022 to the low abdomen. Third treatment: (B)(6) 2022 to the flanks. Fourth treatment: (B)(6) 2022 to the upper abdomen using curve 120 (c120) and to the low abdomen using the curve 240 (c240) applicator. Fifth treatment: (B)(6) 2023 to the low abdomen with curve 240 (c240) applicator. Symptoms were observed (B)(6) 2023 and the patient was diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.